Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/18/2025 the caregiver reported that the user had elevated blood glucose (bg) levels while using the ilet bionic pancreas system. No medical intervention or hospitalization was reported at the time of this report.